Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found dislodged one day post implant. A revision procedure was performed wherein the lead was successfully repositioned. No adverse patient effects were reported. This lead remains in service.